Event description:
The advocate stated her husband ran blood glucose tests on 2 contour next link meters and received readings of 75 and 133mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.